Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30-degree endoscope plus exhibited a recognition issue. The procedure was completed with no reported patient injury. Isi followed up with the initial reporter and obtained the following additional information: ports had been placed prior to the issue. The procedure was completed using a backup endoscope with no reported procedural delay. The customer stated the endoscope was not recognized and displayed a message indicating the instrument was not supported and should be removed. The endoscope also exhibited uncontrolled movement. There was no inverted image, reversed control behavior, material detachment, vision issue, functional limitation, or visible physical damage reported.